Manufacturer narrative:
It was reported that the walker has now lost some screws and walker is now wobbly. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the walker has now lost some screws and walker is now wobbly.